Event description:
It was reported by the customer that during use of the stretcher they experienced intermittent power loss with the zoom drive feature. The customer stated that one of the nurses "did wrench her back" while transporting a patient on this stretcher. It was reported that the nurse needed physiotherapy and time off from work.